Manufacturer narrative:
Upon receipt at our boston scientific post market quality assurance laboratory, the complete lead was returned intact. Visual inspection showed that the ptfe (gore), covering on the shocking coil was peeled/delaminated. Therefore, confirming the clinical observations of insulation damage.

Event description:
It was reported that during the procedure, there was damage observed to the insulation of this right ventricular (rv) lead. The lead was removed, and replaced with a new one without any problems. No adverse effects to the patient were reported.

Manufacturer narrative:
This device is expected to be returned for analysis. This report will be updated upon the completion of the investigation, and will include final analysis results.

Event description:
It was reported that during the procedure, there was damage observed to the insulation of the right ventricle (rv) lead. The lead was removed, and replaced with a new one, without any problems. No adverse effects to the patient were reported.